Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight device, an opening, wear abrasion, flat creases, and observed a 40 mm dark patch edge material inside the gel. A microscopic analysis was performed which identified a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on patch/shell bond edge assessed as an unidentified tear opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted. Manufacturer of device is unknown.